Event description:
A malfunction on the pump was reported. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Caller was unable to complete the pump reset during the initial call as he was at work without his charger and intended to call back for further assistance.